Event description:
(B)(4). Severe abdominal pain, swelling, migraines, severe fatigue, weight gain and loss, hair falling out, nausea, cramping, allergies, frequent colds, trouble breathing, anxiety, depression.